Manufacturer narrative:
As reported, the progel glass vial broke during preparation. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusion can be made. The instructions for use (IFU) supplied with this device states "during applicator assembly, the progel¿ push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges." Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 600 units released for distribution in february, 2022. Not returned.

Event description:
As reported during an unknown procedure on (B)(6) 2022, the bard/davol progel glass vial broke during preparation. It was reported that the broken glass vial and applicator was removed and another progel was used to complete the case. There was no reported patient injury.

Manufacturer narrative:
As reported, the progel glass vial broke during preparation. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusion can be made. The instructions for use (IFU) supplied with this device states "during applicator assembly, the progel¿ push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges." Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2022. H11: this supplemental MDR is submitted to correct medical device manufacturer and UDI. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported during an unknown procedure on (B)(6) 2022, the bard/davol progel glass vial broke during preparation. It was reported that the broken glass vial and applicator was removed and another progel was used to complete the case. There was no reported patient injury.